Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and ams monarc subfascial hammock were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat a cystocele and stress urinary incontinence.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh removal on (B)(6) 2008 due to mesh erosion.

Manufacturer narrative:
It was reported that the patient underwent anterior vaginal mesh excision (complete), cystoscopy, intraoperative crede, pubourethral ligament plication, injection of steroid/lidocaine on (B)(6) 2014 due to vaginal pain, dyspareunia, vaginal mesh exposure, and stress incontinence. (B)(4).

Manufacturer narrative:
It has been reported that following insertion the patient experienced recurrent urinary tract infections, suprapubic discomfort, sensation of a bulge in her vagina, urgency, nocturia and incomplete emptying. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced recurrent urinary tract infections, suprapubic discomfort, sensation of a bulge in her vagina, urgency, nocturia and incomplete emptying.